Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they could not connect their new meter to the insulin pump. The customer was assisted with connecting the meter to the insulin pump. The customer was able to check her blood glucose and it transferred to the insulin pump. The customer stated it was showing a blood glucose level over 600 mg/dl. The customer stated they were feeling light headed and was about to faint. The customer was advised to contact the health care professional for further instructions. The device will not be returned for analysis.